Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to deliver energy for defibrillation. This issue is patient related; however, there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device failed to deliver energy for defibrillation. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.